Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient had been presented to the electrophysiology (ep) laboratory for a scheduled implant procedure on (B)(6) 2016. The patient's medical history was significant for breast cancer. The patient had a pre-existing port on the left side so the device/lead system was implanted from the right pectoral region. The right ventricular (rv) lead was positioned in the high septum. At some point during the procedure and after the right atrial lead was implanted, a pericardial effusion was identified. A fluoroscopic view found that the angle of the right atrial (ra) lead was atypical. The ra lead was connected to a pacing system analyzer (psa) and electrogram noise was identified. The ra lead was repositioned and lead diagnostic measurements improved. Ra sensing was measured at 5.0 mv associated with pacing thresholds of 0.3 volts at 0.4 ms. Pacing impedance was measured at 800 ohms. The patient's pressures slowly dropped. An echocardiogram was ordered and a pericardial effusion was identified. A pericardiocentesis was performed and 200cc was pulled from the pericardium. The patient's pressures returned to within normal range. The patient was transported to the intensive care unit (ICU) for monitoring. The available information suggest that this lead remains in-service.